Event description:
The customer reported that after introducing the clarivein catheter, they started to perform the bilateral saphenous vein ablation with radiofrequency and as they were going out of the vein, the catheter broke just before the distal part of the vein at approximately 10 cm.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. One photo of the reported device with a note to replace the product was submitted by the customer. The customer returned a single device with no merit lot identifiers. The device was examined visually, and the dispersion wire was observed to be missing. Additionally, several kinks were found in the catheter. Feeling the catheter length revealed that the resistance is felt under the catheter up until the first kink. The catheter was carefully trimmed just proximally to this location, and a fractured dispersion wire was found. The complaint was confirmed. The distal 28 or so cm of the wire is not present. The complaint has been confirmed. A review of the electronic DHR for the lot number reported determined no exception documents were recorded that would cause this type of incident to occur. No additional product of the lot number reported by the customer to contain. Review of the complaint database found no additional related incidents recorded for this lot. The proximal end of the wire under magnification a rough break is observed (see images). The rough break appears to indicate that the wire broke under strain, difficult anatomy may cause strain or stress to be placed on the device. The root cause has been attributed to material failure of the wire as this is from an external supplier. Nonconformances of this nature are monitored by the engineering, quality, and management team members. This complaint will be used to trend for similar complaints.